Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient stated about a year ago they were hospitalized due to inaccurate readings. No specific cgm nor blood glucose values were reported. The patient declined to provide any further information regarding the event and no information regarding symptoms, possible treatment, duration of stay at the hospital, and the patient's current condition was unknown. It was unknown if the patient experienced a hypo or hyperglycemic event. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.